Event description:
It was reported by the treating physician that a zoom 71 catheter broke during a thrombectomy procedure. A patient was treated for an occlusion at the terminus. Access was obtained with a third-party access catheter over a guidewire. A zoom 71 catheter and a third-party microcatheter were advanced over the guidewire through the access catheter to the face of the clot. Aspiration was then applied. While retracting the zoom 71, the physician felt resistance. Fluoroscopy showed that at the common carotid artery, the zoom 71 catheter had bent on itself at the bifurcation of the internal and external carotid arteries. The physician attempted to retract the zoom 71 but was unsuccessful. The physician removed the access catheter, guidewire, microcatheter and zoom 71 together as a system from the patient. Once removed, the physician found that the end of the zoom 71 was "holding on by a string to the rest of the catheter". A new replacement zoom 71 was used to complete the procedure and the clot was removed successfully. The patient achieved partial reperfusion with a tici 2b score. No patient sequelae were reported.

Manufacturer narrative:
The zoom 71 catheter was returned for investigation. Investigation confirmed the reported shaft breakage that occurred and suggested that an axial force was applied, stretching the shaft materials prior to breaking. Investigation demonstrated stretching and kinking on both the distal and proximal segments of the catheter shaft near the location of the break. The distal and proximal segments of the catheter were held by a thin segment of catheter material. Based on the provided complaint information, review of the case images and without the return of the competitor's adjunctive device, the exact root cause could not be determined. The most likely cause is related to the retraction of the zoom 71 into the access catheter with the access catheter positioned near the bifurcation of internal and external carotid arteries. This resulted in the reported feel of retraction resistance, catheter buckling and shaft break of the zoom 71. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications.